Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the driver tip broke when the surgeon removed the plate at c4/5 from the patient¿s body. The broken fragment was removed from the patient¿s body. There was no surgical delay and there was no adverse consequence to the patient. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the received screwdriver shows that the tip is broken as reported in the complaint description. There are several mechanical damages visible on the entire surface of the screwdriver. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. Without any doubt, the damage was caused post manufacturing. Summary: our investigation has shown that the complaint condition for the received screwdriver is confirmed. Because of the damage, it is not possible to measure the relevant dimension. The various mechanical damages are clearly caused post manufacturing. Unfortunately we are not able to determine the exact cause of this complaint. Due to the wear and tear signs, we can assume that this product was an often and intensive used instrument over the years. We suppose that the bad condition of the device before surgery in combination with a mechanical overload situation during use could have lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 387.310, lot: 1025, manufacturing site: haegendorf. DHR not available as device is older than 20 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which was in place until august 2014. DHR not available as device is older than 20 years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: unknown plate: (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.